Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared a battery status of end of life (eol) after just one day at a battery status of elective replacement indicated (eri) due to increased charge time. This device is designed to allow for three months at eri.